Manufacturer narrative:
Product event summary: the console and data files were not returned. The field service engineering report (fser) was reviewed and analyzed. Per the fser, the system notice indicating that the safety system detected fluid in the catheter and stopped the injection (50005) was confirmed on the console files but were not reproducible during functional testing. However, testing and analysis of the circuit revealed a leak resulting in abnormal leak detections. The leak detection component or patient board was replaced and follow-up testing revealed normal leak detection sensitivity. In conclusion, the reported system notice indicating that the safety system detected fluid in the catheter and stopped the injection (50005) was not confirmed through testing. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the safety system detected fluid in the catheter and stopped the injection. The console was rebooted. The catheter, electrical umbilical cable, and auto connection box were replaced without resolve. Ablations were possible; however, the procedure was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.